Event description:
The lag screw backed out.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided information states the surgeon removed a 115mm lag screw and replaced it with a 105mm lag screw. Although the complaint is non-verifiable, too long of a lag screw may be a contributing factor. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.